Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sleeve gastrectomy, upon stapling stomach, the reload would not fire. It was noted that the surgeon was not able to press the green button and could not squeeze the handle. A new reload was taken and completed the surgery. There was no patient injury.